Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the scs system only worked for a day or two and then did not help the pain any longer, therefore the patient turned off the ins. Patient thinks the pain in their hip will never go away. The device was explanted on (B)(6) 2016. No further patient complications have been reported as a result of this event.